Event description:
The customer reported that their device had no display.

Manufacturer narrative:
(B)(4): the customer reported that their device had no display. A philips field service engineer evaluated the device and the symptom was verified. The failure was localized to the display assembly.